Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had air-in-line was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the patient's infusion was beeping air-in-line despite no air appearing in the line. The clinician troubleshooted by switching channels as well as tapping the IV tubing to remove air bubbles. IV tubing snapped at blue connection point. Some medication was lost on the floor. The customer later provided the following information: the nurse does not remember there being air bubbles in the line and was tapping the line based on the alarm that was sounding, making sure that, "there were not any miniscule air bubbles affecting the pump." No air made it to the patient and there was no patient harm. The infusion was thiamine running at a rate of 100ml/hr with a volume to be infused of 50ml. The customer did not have this issue with the repeated pump and once they switched the tubing, they did not have any issues that day. The customer also noted that the alarm seemed incorrect based on the lack of visible air in the tubing. They switched channels and received the same air alarm. When the tubing broke, it seemed that the break occurred at the same place that would be causing an incorrect air alarm.